Manufacturer narrative:
Batch history review: the manufacturing file of this batch of vena cava filters has been reviewed. It complies with our specifications and does not present any discrepancy. No other incident has been reported on the batch sold since october 2017. Investigation: for investigation, we have received two x-ray pictures and a photo of the explanted filter. The examination of the x-ray pictures dated on (B)(6) 2018 show: venatech lp filter completely closed at the level of the heart. Filter removal thanks to a snare. The photo of the explanted filter shows the filter completely and correctly open. Presense of tissue or fibrin is visible in several locations of the filter. Conclusion: the elements in our possession allow us to thing that the filter was probably constrained by tissue, thrombus or fibrin at the moment of the deployment. Indeed the venatech lp filter acts like a spring. At the moment of the release, if the filter doesn't open, it is because it is constrain by an external element which prevent its deployment (filter pushed in a pre-existing thrombus, presence of tissue at the level of the feet,...). As it is a rare issue, no corrective action is envisaged. B braun medical (B)(4) has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
The patient with left dvt was scheduled to receive implant of vena cava filter for prophylaxis of pulmonary embolism at 15:00 on (B)(6) 2018. During the surgery, the vena cava filter totally did not open after release. The body of filter was rod-like and migrated with blood flow. Imaging showed that it migrated to right ventricle. On evening of (B)(6), at 22:00, after consultancy with cardio-thoracic surgical department, the patient underwent cardiopulmonary bypass and received surgery to remove the foreign body from heart. After several follow-ups the hospital finally provided patient information.